Event description:
It was reported that an attempt was made to treat a totally occluded vessel. After the guide wire could not cross the lesion, it was withdrawn from the patient; however, part of the distal tip separated remained in the vessel. The physician decided to leave the fragment in place and no effort was, or will be, made to retrieve it from the coronary artery.